Event description:
The pt reportedly experienced loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Testing revealed the device is non-functioning. The pt's internal device was explanted.